Manufacturer narrative:
The valve remains implanted. The edwards sapien 3 ultra thv is currently under investigation in the united states for pulmonic application. Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: greater than or equal to moderate regurgitation, and/or stenosis: mean rvot gradient greater than or equal to 35 mmhg. Per the instructions for use (IFU), valve malposition is a known potential complication associated with the use of the transcatheter heart valve (thv). There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, incorrect sizing of the landing area, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment and movement of the delivery system by the operator. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter pulmonary valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The edwards sapien 3 ultra transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 ultra valve in a native mitral valve, native tricuspid surgical valve, previously implanted mitral ring, previously implanted tricuspid ring, pulmonary valve in a conduit is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 ultra valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (valve positioning prior deployment) the valve landed "a little low", on a tortuous bend, and settled a little lower than expected likely contributed to the too pulmonic position of the initial sapien 3 valve and subsequent deployment of a second valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist, during the placement of the 23mm sapien 3 ultra valve in a pulmonic conduit, a second valve was required for ''too much regurgitation at valve implantation'' and ''needed to lengthen the sealing zone''. The valve systems were performed as expected and no complaint from the physicians. The valve landed "a little low", on a tortuous bend, and settled a little lower than expected. The regurgitation noted was moderate pvl. Regarding the cause of the pvl. He indicated that the covered stent that was laid down, the sealing zone for the ew valve didn't line up with the sealing zone of the covered stent. There was regurgitation and back pressure, as they were trying to put the ew valve in a covered stent. A 3mensio is not available, as the site works up their own 3mensio.